Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic inspection and functionality test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material inside the pebax. Due to the reddish material inside the pebax, the device was inspected under a microscope, and a hole was found on the pebax surface. Then, the device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed, and no internal action was found during the review. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto 3 system instructions for use (IFU) contain the following information that should be considered: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax, the IFU states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax. Initially, it was reported that error 105 occurred one hour after catheter use. The issue was not resolved by replacing cable. When the qdot micro catheter was replaced with a new one, the issue was resolved. No adverse patient consequence was reported. The magnetic sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 03-jul-2024, there was reddish material inside the pebax and a hole was found on the pebax surface. This was assessed as MDR reportable with an awareness date of 03-jul-2024.